Manufacturer narrative:
Additional concomitant medical products: (B)(4) ICD; implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had low impedance. An unsuccessful attempt to replace this lead occurred due to the patient's anatomy. The lead remains in use. No patient complications have been reported as a result of this event.